Event description:
The customer contact reported the device alarmed with a s321 (motor error-pcm, left) malfunction alarm code. The device was returned to the biomedical department from an unk floor with a report of s321 (motor error-pcm, left) malfunction alarm code. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. Though requested, no add'l info was provided.

Manufacturer narrative:
The device mechanism is expected to be returned, it has not been received. This report represents all the info known by the reporter upon query by hospira personnel.